Event description:
(B)(6), registered nurse. Reported pump keeps showing restoring data system time out. Replaced curlin tubing, no improvement. Does not have any gravity tubing at patient's house or on hand. No further information, details or dates provided. Patient did miss dose. Serial number: (B)(6). Did the reported product fault occur while in use with the patient? Yes. 2. Did the product issue cause or contribute to patient or clinical injury? No. 3. Is the actual device available for investigation? Yes. 4. Did we replace the device? Yes. 5. Did the patient have a backup device they were able to switch to? No.